Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02104. It was reported during a trial lead removal procedure on (B)(6) 2018, one of the patient leads was found to be cut. It was stated the patient¿s daughter inadvertently cut through the lead while attempting to change the patient¿s bandages. One complete lead was removed and a portion of the other lead remains. X-rays were taken and it was noted that the portion of the lead that is still implanted is in the epidural space at t5-t7. As such, the patient was referred to a neurosurgeon and will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-02104. Follow-up information revealed the patient's lead was explanted.